Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 18 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the closed suction system broke while it was connected to a patient who was being mobilized to the prone position. There was no reported injury to the patient. No medical intervention was required. Additional information received 02apr2024, per google translate reported, "the guide became frayed during installation of the kta when removing the guide. The guide did not break sharply. The wires that have broken are more located on the middle part of the guide."

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the double swivel elbow (dse) was broken at the male swivel; the break was on one side of the collar at the base of the male swivel. The reported event could be confirmed as reported; however, the root cause is undetermined. The device history record for lot 30126203 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.